Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused intravenous magnesium sulfate with volume to be infuse (vtbi) at 100 ml and the standard rate was 25 ml/hour at the oncology infusion center. After 4 hour long infusion there was left overs. There was nothing unusual found during troubleshooting that would cause or contribute to the under infusion however, during testing the device over infused by 10% or 15% when running a magnesium sulfate solution just like the original reported issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.